Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files revealed consistent power consumption and estimated flows within the normal parameters during the analyzed period. Log file analysis revealed a controller power up event on 23-oct-2022 at 22:18:33. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 97% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 42% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for nineteen (19) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported loss of power and vad stopped events were confirmed, however, the reported controller intermittent grinding noise event could not be confirmed due to insufficient evidence. A possible root cause of the reported controller grinding noise can be attributed but not limited to a faulty component. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Ca pa pr00551638 is investigating controller losses of power. Serial #: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dtma1q1 ICD implanted (B)(6) 2017. 459878 lead implanted (B)(6) 2017. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2020/ serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-oct-2019. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss which resulted in a ventricular assist device (vad) stop which appeared to be a double disconnect that the patient had no recollection of occuring. The patient also reported that the controller was making an intermittent grinding noise. The grinding noise was not confirmed by healthcare professionals. The healthcare professional stated that the patient recently received education from a physician about how the vad could "grind up red blood cells", and this education may have caused some confusion. The vad and controller remain in use. No patient complications have been reported as a result of this event.